Event description:
In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography, using a stonetome sphincterotome device over a 0.035" jagwire guidewire, was performed. According to the complainant, "when the device reached the lesion and the physician attempted to make a cut, the cutting wire detached at the distal end." It was reported that the physician removed the sphincterotome device and completed the procedure with a different, unk device (manufacturer unk). At the conclusion of the procedure, the pt's condition was reported as "good."

Manufacturer narrative:
Visual examination of the returned device revealed that the cutting wire was bent, and was broken at the distal end of the device. The cause of the wire breakage was not determined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of complaint database revealed no additional complaints reported for the same lot. The 2007 15-month stonetome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.